Event description:
A hosp surgery supv reported that a prong of a reusable tripod grasping forceps broke off into the colon as a physician was attempting to retrieve a polyp during a colonoscopy procedure. When this occurred, the physician retracted the broken forceps from the endoscope and used a biopsy forceps to retrieve the broken prong from the pt's colon. The polyp was removed with a hot biopsy forceps and the procedure was completed without complications.